Event description:
Information received from the consumer reported that there was a power-on-reset (por) seen while attempting to charge the patient's implantable neurostimulator (ins) and the therapy stopped as a result. It was unknown if the por was related to an overdischarge (od) event. However, it was noted that the patient had a CT scan the other day (for unrelated optic nerve issue) and was to have pacemaker surgery. The consumer was trying to recharge and continued to get the reposition antenna screen. The antenna locate (al) feature was reviewed with the consumer and the por message appeared. The por message was successfully clear and they were able to successfully recharge. It was reported that the por issue was resolved troubleshooting. The indication for use for the implanted device was noted as lumbar radiculopathy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.